Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, the patient experienced symptoms of increased thirst and disorientation. At the time, the patient¿s cgm displayed a glucose level of 50 mg/dl, while a bg meter reading showed 650 mg/dl. Emergency medical services (ems) were called, and the patient was transported to the emergency room (ER). Upon arrival, the patient was unable to recall the bg meter reading. She was treated with an intravenous (IV) insulin drip. Following treatment, the patient reported that her bg level had stabilized. The patient was discharged home after approximately 10 hours in the ER. At the time of the report, she was reported to be in stable condition. Of note, the patient was wearing an omnipod insulin pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.